Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: customer obtained qc high errors 3 times with the same pt. Pt is taking lovenox and coumadin. Customer mentioned that pt is having nose bleeds which is why they were testing her on the meter. Qc errors not obtained with other pts.